Manufacturer narrative:
The 22 gore introducer sheath was discarded by the facility. Please note: a gore tag thoracic endoprosthesis was implanted (tg3410/lot#04134411).

Event description:
In 2006, a 22 fr gore introducer sheath with silicone pinch valve was used to implant a gore tag thoracic endoprosthesis for the repair of a descending thoracic aortic aneurysm. Postoperatively, the patient developed a hematoma in the left common iliac artery. The patient also presented with acute ischemia of the left leg. An arteriogram revealed a focal embolus lodged in the superficial femoral artery. The physician performed a transverse arteriotomy and the embolus was successfully removed. The patient tolerated the procedure.